Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 140 to 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 536 and hi using true metrix meter. The test strip lot manufacturer's expiration date is 05/14/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer reported complaint for erratic and high results. Customer recently started using humalog and lantus to help control his diabetes. Customer did not require medical attention due to results obtained.